Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette disconnection alarm occurred frequently. The event occurred during patient use, and no patient harmed was reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the device had been serviced on 03-sep-2024. Visual inspection was performed. The customer issue was not replicated. As a preventive measure, the downstream occlusion sensor was replaced with a good one. The device passed all functional tests with no problem after the repair was completed.